Event description:
Medtronic received information that five months following the implant of a boston scientific lotus transcatheter bioprosthetic valve, the valve lost one cusp resulting in severe aortic insufficiency. A medtronic transcatheter valve was implanted valve in valve. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)